Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Analysis revealed an insulation abrasion and a fracture of the conductor coils. The damage is suspected to be the result of entrapment in the region of clavicle first/rib. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific (bsc) crm received information from this patient that the lead to the bottom of the heart broke off from the pacemaker three years ago and the lead was turned off at a later date. The patient stated that she had a cold and an x-ray was taken which revealed the lead was no longer interfaced to the associated pacemaker. This information has been documented.

Manufacturer narrative:
The information has been documented. Two in a half years later, the patient has been feeling very tired. She was inquiring about what effects a lead can have on the pacemaker if it is not interfaced to the device. Additionally, she had questions regarding a device replacement procedure. A bsc crm technical services consultant discussed the issues with the caller and provided a brochure about replacement procedures. No other adverse events have been reported. This event will be re-evaluated if additional information is received. In (B)(6) 2011, a revision procedure was performed and the lead was removed from service. A portion of the lead was returned and analysis is being performed. It was noted that the suture sleeve was still sutured in the patient's body. This lead had previously been exhibiting impedance measurements greater than 2000 ohms and no capture as a result of a lead fracture. This product issue will be updated when evaluation is complete.